Manufacturer narrative:
A steris field service technician arrived on site, inspected the unit, and confirmed the v-pro 1 plus was operating according to specification. The technician was informed the employee received the reported burn from moisture after the load was processed. The instruments loaded into the sterilizer had been properly wrapped but were not dried prior to processing. All instruments within the load were reprocessed prior to use in a patient procedure. The technician repaired the reservoir and 3-way isolation valve and calibrated the injection cylinder which was approaching the date for regularly scheduled maintenance. He tested the unit and returned it to service. Section 1 of the operator manual states, "any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. Refer to the vaprox hc sterilant material safety data sheet (msds) for appropriate personal protective equipment, spill containment and cleanup." Also section 6.5.3 unload sterilization unit states, "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." The technician discussed the importance of drying instruments prior to processing. Steris has offered the user facility in-service training about wearing proper ppe.

Event description:
The user facility reported an employee burned their fingers when unloading instruments from a v-pro 1 plus. The employee sought medical treatment. It is unknown what medical treatment was administered. The employee has returned to full and normal work duties. It was confirmed the employee was not wearing proper ppe at the time of the reported event.